Event description:
It was reported that the patient suffered neuropraxia nervus interosseus anterior sometime post-op. Patient mentioned some problems with active flexion of the thumb and index. We suspected that this was due to a neuropraxia of the anterior interosseous nerve. Emg confirmed a major median nerve lesion. Left proximal to the pronator teres with significant active denervation and total motor deficit.

Manufacturer narrative:
Correction: h6 results, conclusion. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The opinion of the medical expert was requested and stated as following: the anterior interosseous nerve (ain) is a branch of the median nerve that supplies the deep muscles on the anterior of the forearm, except the ulnar (medial) half of the flexor digitorum profundus (fdp). It is not in contact with the device or with the instruments that prepare the bone. Neuropraxia is the mildest form of traumatic peripheral nerve injury. It is characterized by focal segmental demyelination at the site of injury without disruption of axon continuity and its surrounding connective tissues. This condition results in blockage of nerve conduction and transient weakness or paresthesia. Complete recovery is the expectation. We can consider this event was probably related to the procedure. Based on investigation, the root cause was attributed to a user related issue. The event was probably related to the procedure. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient suffered neuropraxia nervus interosseus anterior sometime post-op. Patient mentioned some problems with active flexion of the thumb and index. We suspected that this was due to a neuropraxia of the anterior interosseous nerve. Emg confirmed a major median nerve lesion. Left proximal to the pronator teres with significant active denervation and total motor deficit.